Event description:
Bioglue surgical adhesive was used to repair a dural tear during a spinal fusion procedure (exact date unknown). The pt experienced pain at some point after surgery and underwent reoperation in 2004. Upon reoperation, the surgeon removed a "dark green firm mass" from the spine. There have been no additional complications reported to date.